Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported an error code indicating a blower temperature high. The device was in clinical use at the time of the reported event; however, there was no harm to the patient or user. The respiratory therapist reported the patient's room was very warm when the unit alarmed. The biomed has verified the blower temperature high error in the v60 significant event log, has checked the v60 cooling fan, cooling fan filter, and air inlet filter, and ran the unit for six hours, but he was not able to reproduce the error. The unit passed all tests. The biomed thinks the curtain may have been draped over the air inlet and or cooling fan filter. The blower is new and will not be replaced at this time. The unit passed all testing and returned to clinical use.